Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, the units go through a leak test as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this introducer used with a swan ganz catheter placed in a right major vein, there was approximately 10ml blood leakage from the connection of hemostasis valve and the introducer. The issue was solved by withdrawing all the components and introducing the new device starting the procedure from the beginning. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
As per further information provided the new introducer was inserted using the guidewire already in place and the risk assessment was updated to: malfunction of the duckbill and/ or wiper gasket typically represents a small amount of leakage around the indwelling catheter. This may require exchange of the introducer which can be performed over a guide wire, and will not require additional puncture/ access to the vascular system. Therefore, potential for death or serious injury is remote. As such this event is no longer considered reportable and a corrected supplemental report is being submitted.